Manufacturer narrative:
(B)(4).

Event description:
The hospital reported the pac harvester mentioned that he does not like the new handle design. He believes the toggle requires more tension to activate and is more difficult to use. He also misses the audible click when cautery is activated.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported the pac harvester mentioned that he does not like the new handle design. He believes the toggle requires more tension to activate and is more difficult to use. He also misses the audible click when cautery is activated.